Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using a proglide after a diagnostic heart cath procedure using a 6f sheath. Reportedly, the proglide was deployed, but when retracted the entire suture came out. There was difficulty removing the device as the suture did not release from the suture bearing. Although there was difficulty, the device was successfully removed and there was no vessel damage noted. A new proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿when retracted the entire suture came out¿ was confirmed. The reported ¿there was difficulty removing the device as the suture did not release from the suture bearing¿ could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.